Event description:
Patient reported obtaining back-to-back blood glucose results of 475 mg/dl and 50 mg/dl, while using the suspect product. Patient did not modify therapy based on these results. Quality control testing had not been performed on the system. At the time of the report, patient no longer had the test strips that produced the discrepant results.